Event description:
The manufacturer received information alleging a ventilator was not charging its battery. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The battery charging limit was found to be set to 65%. The device's battery charge limit was reset to 100% to correct the issue.